Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Section a: patient age and weight were estimated based on age and weight recordings at time of implant. Manufacturer's investigation conclusion: the reported event of a broken bend relief was not confirmed. The system controller (B)(6) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 4 hours (26may2021 06:56:25 ¿ 10:59:03 per timestamp). There were no notable events related to the reported event active in the log file. Pump operation was not affected. Multiple good faith efforts were sent to retrieve additional information including if any products would be returning for evaluation; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (B)(6) and the system controller was found to pass all manufacturing and qa specifications before being shipped to the customer on 06aug0219. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a broken bend relief issue while connected to battery power.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a request to review log files was made. It was noted that the patient had no new symptoms but very frequent pulsitity index (pi) events were found on event history. The suspected cause for these events is either dehydration or right ventricle (rv) dysfunction. A broken bend relief issue was reported while the patient was on the backup battery. The controller was replaced. A review of the log files found 124 pi events occurred on (B)(6) 2021 from 656:26 to 1057:55.